Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: wear abrasion, flat creases and one curved opening. A leak test was performed which identified an opening. A microscopic analysis was performed which identified one sharp opening. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is one sharp opening assessed as unidentified(tear) opening.

Event description:
Health professional reported left side deflation. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential event addressed in the product labeling.

Event description:
Health professional reported left side deflation. Device was explanted.